Event description:
According to the reporter, the device jammed intra-operatively. There was no unanticipated tissue loss, no unanticipated extension of the incision more than one inch, no unanticipated blood loss of more than 500cc and no delay of surgical time over 30 minutes. No part of the device fell into the patient&#39;s cavity.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).